Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found the power switch stuck in the on position. Additional evaluation findings are as follows: metal exposed on the top cover. A corroded pip connector. Worn video connector latch, causing poor connection with video cable. Software version 1.04 (update to version 4.10 recommended). The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report that the power switch was stuck. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the power button not working (being stuck in the on position) could not be identified. However, it¿s likely the cause is related to a faulty power switch. Olympus will continue to monitor field performance for this device.